Manufacturer narrative:
Additional information was provided regarding the cause of pvl. Additional information provided indicated per medical opinion the cause of the pvl is patient factors. After multi-surgical operation, the anatomy was reworked

Event description:
As reported by our affiliates in france, during the placement of the 29mm sapien 3 valve by ta approach, the team had to use a second valve. Initially it was reported that this was for an aseptic reason. After some time however, info was given that more than one valve has been used during a complex procedure. No more info available at this point. Per additional information, during the procedure, after the first valve was implanted 80:20 aortic/ventricular a paravalvular leak grade 3/4 was observed. The valve was surgically explanted and another 29mm sapien 3 was implanted with success. Patient is doing well.  Additional information provided indicated per medical opinion the cause of the pvl is patient factors. After multi-surgical operation, the anatomy was reworked

Event description:
As reported by our affiliates in france, during the placement of the 29mm sapien 3 valve by ta approach, the team had to use a second valve. Initially it was reported that this was for an aseptic reason. After some time however, info was given that more than one valve has been used during a complex procedure. No more info available at this point. Per additional information, during the procedure, after the first valve was implanted 80:20 aortic/ventricular a paravalvular leak grade 3/4 was observed. The valve was surgically explanted and another 29mm sapien 3 was implanted with success. Patient is doing well.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the pvl is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental to update the f10 device code, reflecting the information provided in previous supplemental report. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 29mm sapien 3 valve by ta approach, the team had to use a second valve. Initially it was reported that this was for an aseptic reason. After some time however, information was given that more than one valve has been used during a complex procedure. No more information is available at this point.

Manufacturer narrative:
Supplemental to update b.5 to reflect additional information. G4 updated. Investigation is ongoing.

Event description:
As reported by our affiliates in france, during the placement of the 29mm sapien 3 valve by ta approach, the team had to use a second valve. Initially it was reported that this was for an aseptic reason. After some time however, info was given that more than one valve has been used during a complex procedure. Per additional information, after the first valve implanted, a leak was observed. The valve was explanted, and another one was implanted with success. The patient is doing well post procedure.